Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Per oos, the physician chose to cap the pace-sense portion of this lead and replace it with the previously capped mdt 5076, (B) (4). The defibrillation portion of this lead remains active. The lead was capped due to "out of range lead impedances".